Event description:
Pt complained of pain and limited ability to open mouth. Had proplast/vitek tmj implants inserted 1987. Pt aware of FDA recall but declined to have implants removed until pain in july 1998.